Event description:
The user facility reported a 65-year-old male was implanted with an impella cp device for mechanical circulatory support. The complainant had placed a cp along with va-ECMO for patient with atrial clot. The impella cp was placed and distal perfusion sheath was additionally placed. The repo-sheath site had bleeding issues that prompted the team to explant and replace with a larger bore perfusion, via a 16fr sheath. The impella was later explanted that same day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible and access site bleeding - minor issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to lack of vessel recoil since best practices were followed and bleeding occurred onto the repositioning sheath and hemostasis wasn't achieved until a 16fr sheath was placed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.